Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during a lead implant procedure, inadequate capture threshold issue was observed on the rv lead. Physician attempted multiple locations however capture was only observed in high output. Physician noticed friction issue when attempting to deploy the lead helix. Lead was removed and a new lead was implanted. Patient was stable during the procedure.